Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 65-year-old male with cardiogenic shock (scai stage e) secondary to acute myocardial infarction was supported with an impella cp device. During support, haematuria occurred, and the patient had disseminated intravascular coagulation (dic) and a pulmonary artery thrombus. Placement signals were intermittently unreliable. The patient ultimately died while on support. Although no direct causal relationship between the device and death was identified, the event is reported conservatively in compliance with MDR/FDA requirements due to the fatal outcome during active device use and the presence of thrombotic complications, which are recognized risks associated with mechanical circulatory support. This event involved an impella cp which showed intermittently unreliable placement signal values.

Event description:
Verification was received from the clinical site stating the pump positioning was deep and the aorta alarm was triggered.

Manufacturer narrative:
B5 updated with additional information. D4 revised.

Event description:
Additional information from the complainant reports the device was discarded.

Manufacturer narrative:
B5: additional event description added.

Manufacturer narrative:
Additional information has been provided in b5 (event description), including further details regarding [sequence of events/clinical course/device interaction].

Event description:
Additional information indicates that device explanted and family withdrew care.

Manufacturer narrative:
B5. Additional event description added. H6. Medical device problem code added.

Event description:
Additional information was received that reported the pump position was deep with an impella in aorta alarm; however, waveforms were ventricular. The device was repositioned due to migration in the left ventricle (lv).